Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-nov-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had lost connectivity and communication was not showing up on reports. A technical support specialist checked the report server and found that the extract transform load (etl) process was not running, advised the customer to exempt the required path from anti virus scanning and followed knowledge article (ka) etl fails with code 0xc0047062 to guide them on excluding the appropriate path in their environment. The customer applied the changes and confirmed that everything was working correctly and that the reports were accurate. The system functioned as intended after the technical support specialist assisted the customer to troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the user noted that the reports to fill pyxis were identical to those from this morning, and system activity was not being recorded or uploaded to the server. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.